Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that drive shaft broke while reaming acetabulum. Another device was available and the case proceeded without delay. There was no adverse consequences.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that drive shaft broke while reaming acetabulum. Another was available and the case proceeded without delay. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the mto chana dual offset rmr hdl is broken from the hinge. This type of damage could be consistent with overload fracture caused by excessive and repeated forces. However, without concrete evidence or further information, it is not possible to determine a root cause. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the mto chana dual offset rmr hdl would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing records evaluation (mre) was not performed as no valid lot number was provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: although distributed by medtech orthopedics joint reconstruction, the product is designed, manufactured, and labeled by the manufacturing supplier. The requirement of FDA reporting, complaint investigation, root cause, and corrective action is the responsibility of the designing supplier of this item, per the supplier agreement. The product/information will be transferred to the supplier with the complaint problem statement for investigation. The results of the supplier investigation are to be populated into the medtech orthopedics customer quality complaint management system. Per the supplier agreement, the supplier is responsible for any corrective actions identified during the complaint investigation process. The following investigation was provided by the supplier legal manufacturer: the complaint sample was returned incomplete to supplier for evaluation and the reported event is confirmed. The drive chain is fractured at the universal joints (uj) due to product end of life. Only the drive chain sub-assembly of the offset reamer handle assembly was returned (index handle and both z-tubes not returned) rendering this an incomplete medical device and unable to be fully tested and functionally tested. From visual inspection, it was evident the drive chain is in 2 pieces. The proximal uj is significantly worn from prolonged use. The device history records (DHR) were reviewed and found no related manufacturing deviations or anomalies that would have contributed to the reported event. The drive chain had experienced approximately 12.30 years of use. It is unknown as to how many surgical procedures (cycles) this device had experienced throughout its life in the field. The last date of sale for the t11357 offset reamer handle was (B)(6) 2014 and had since been replaced by the t17653 offset reamer handle (medtech orthopedics 255000100). Based on the condition of the damage found on the drive chain, the sub-assembly has been used beyond its expected useful from heavy usage and wear (product end of life). Correction summary: the root cause is attributed to wear (used beyond expected useful life). Thus, there is no need for corrective action. Conclusion: in conclusion, the reported event is confirmed as the returned drive chain is fractured at the universal joints (uj) due to product end of life. From the investigation performed, the root cause is attributed to wear (used beyond expected useful life). No further investigation with regard to this complaint is required. Supplier will continue to monitor for trends. As part of medtech orthopedics quality process all devices are manufactured, inspected, and released to approved specifications. No further investigation with regard to this complaint is required. The supplier will continue to monitor for trends. Device history lot: a manufacturing records evaluation (mre) was not performed as no valid lot number was provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.